Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/29/2019. The manufacturer¿s international service technician confirmed the reported issue. In addition, the service technician found that the unit was failing the oxygen flow test. The manufacturer¿s international service technician replaced the speaker and central processing unit to address the reported problem. The unit was checked overall, run in tested, cleaned, and functionally tested, and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported a "check vent error primary alarm failed" and found an abnormality on the speaker which caused the alarm to not sound. There was no patient involvement.

Manufacturer narrative:
G4: 24feb2020. B4: 04mar2020. A speaker and central processing unit (cpu) were return for analysis. An investigation was performed and the product analysis technician reported that the root cause was failed speaker. No fault was found on the cpu. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.